Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).

Event description:
Customer reported that a patient sample with a known anti-jka, anti-e, and anti-c failed to react with homozygous jka cell 1 and heterozygous jka cell 2 using vra153. The anti-e and anti-c were able to be identified. No erroneous results were reported.